Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Reporter reported a customer received an error message and additional icons on their freestyle meter. While assisting the customer, it was discovered the meter had become unlocked. This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.